Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary = according to the information provided. It was reported that suction of a vapr tripolar 90 suction electrode did not work. No surgical delay or patient consequence reported. The complaint device was received and evaluated. Visual inspections revealed no anomalies or visual damage on the device. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device. The distal tip suction ports are full with tissue debris. The device has been returned with the suction control valve in the ¿on¿ position. The suction tube of the device shows residue and is badly compressed in the approx. Middle section. No visible damage on shaft, handle and cable. The electrical test was performed with the different parameter (active continuity, cut return continuity, return continuity, primary capacitance, second capacitance, hipot active-return, hipot active cut-return and hipot return cut-return), as a result all test passed. The device was functional testing using vaprvue generator (gml3723/4.), the test included different values as a setting and the activation in ablate and coagulation pass. Supplier summary: the initial customer complaint stated that the suction did not work, however the device successfully passed all testing performed which included a flow test. The testing did highlight that during the visual inspection that the suction ports at the tip were full of tissue debris and that during the flow testing this tissue became disloged so this could have been why the customer experienced suction issues. From our investigation we were unable to confirm the reported suction issue with the returned electrode however procedural debris within the suction ports at the active tip was observed which is a possible cause of the reported issue which we were able to clear during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The complaint failure mode has been reviewed against the systems risk assessment document (B)(4) which has recorded in line 242.41 'poor suction flow through device due to tissue blockage' caused by tissue entering the tip and leading to a blockage. The outcome of this being 'delay or cancellation of procedure to a patient under anesthetic'. The current risk severity category is classed as negligible (inconvenience or temporary discomfort) and the risk management procedure considers the failure mode frequency of occurrence as frequent. We have reviewed our complaints records over the last 12 months to assess the frequency of this defect and our analysis shows that the frequency of this occurrence is as anticipated in risk management 910216. A manufacturing record evaluation was performed for the finished device [u1908111] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device [u1908111] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by affiliate via complaint submission tool, that suction of a vapr tripolar 90 suction electrode did not work. No surgical delay or patient consequence reported.